Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2016 that the display device showed a transmitter failed error on (B)(6) 2016. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Nordic bluetooth device pairing test was performed. Global transmitter final functional test was performed and the transmitter failed as the transmitter failed the battery status. No share log data was available to review. The customer complaint of transmitter failed error was confirmed. The root cause was determined to be a defective transmitter.